Event description:
Reported 1 false negative sars results for one patient tested on day 1 from onset of symptoms. The customer communicated the result was confirmed positive by molecular (pcr testing).

Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. The customer communicated that based on their testing volume, the assay performance is expected and in line with product claims. Root cause: cannot duplicate with retains. Source: email.